Manufacturer narrative:
H3:product analysis found that the customer's complaint has been confirmed. As soon as the device was connected to the console, an error message "patient interface fault detected. Attempting to resolve. If problem persists, contact technical support" showed up. Reprogramming of software fixed the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "patient interface fault detected. Attempting to resolve. If problem persists, contact technical support" showed on the console. There was no issues with console. Troublshooting was not performed. There was no patient impact.